Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak. There were no injuries reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer inspected unit, confirmed autofill failure and gas leak alarms. Found startup test failure#4 drive atm calibration, calibrated 30 psi transducers per manual. Unit passed all manifold leak test. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
N/a.